Manufacturer narrative:
The reported event was inconclusive because poor sample condition. It was unknown whether the product had caused the reported failure. Based on the attached photo, the conditions of sample could not been identified since there are only the outer side of catheter pouch provided for investigation. Functional testing of the reported sample could not be performed due to only photo provided. Therefore, the reported event is inconclusive due to poor sample condition. A potential root cause for this failure could be due to collapsed / pinched inflation lumen under the balloon or along the shaft. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petroleum base. They will damage the latex. Visually inspected the product for any imperfections or surface deterioration prior to use. -use luer tip syringe to inflate with state 10ml of sterile water or - for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within to balloon force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user opened the probe, take it out of the new packaging, the error occurred when they try to inflate the foley catheter balloon of the probe and it did not fill. The balloon of a probe required verification and verification of the balloon that was at the tip of the probe. It was not used on patients. It was noted that these were two pieces with the same lot.

Event description:
It was reported that the user opened the probe, take it out of the new packaging, the error occurred when they try to inflate the foley catheter balloon of the probe and it did not fill. The balloon of a probe required verification and verification of the balloon that was at the tip of the probe. It was not used on patients. It was noted that these were two pieces with the same lot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.